Event description:
It was reported that the patient underwent a sling procedure in 2005. A cystoscopy was performed with a 30 and 70 degree scope. Everything was clear, and the procedure ended normally: the next day the patient presented to the hospital with peritonitis, a general surgeon was called in, and an exploratory laparotomy was performed. It was thought that the uterus might have been ruptured, as a d & c was performed with the sling procedure. A loop of the mesh was seen passing through the cecum. It was also noted that the peritoneum was extended under the pubic bone. The cecum and appendix were noted in that area. The surgeon commented that this was an abnormal anatomical location. The mesh was excised and removed from the bowel. The portions of mesh which were suburethral and suprapubic were left intact, as the surgeon felt that removing the whole mesh would cause more injury than necessary. Post operatively, the patient progressed fine, and was discharged. The patient was seen approx 2 weeks later, and her stress was cured, but she had de novo urgency, which was treated. The patient is now continent and the urge incontinence has resolved.